Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal had incomplete seal cycle error. The issue was found during hysterectomy, therapeutic procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.